Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 3.5 x 20 mm nc trek balloon catheter was prepared per the instructions for use prior to use in the anatomy. It was noted that some resistance was noted during removal of the protective sheath, but was considered to be normal. The nc trek was advanced without issue for dilatation; however, a balloon rupture occurred when the balloon was inflated to 15 atmospheres (atm). The nc trek was removed without issue. The second 3.5 x 20 mm nc trek balloon catheter was un-packaged; however, during removal of the protective sheath a lot of resistance was noted. After removal of the sheath, the balloon was stretched and twisted. The second nc trek was not used. A new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional nc trek referenced is being filed under a separate medwatch report.